Event description:
A malfunction on a pump was reported by the caller. The customer's blood glucose level was noted at 480 mg/dl, which is within a specific range. The customer received assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which they acknowledged and understood.